Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose and had received pump error alarm. The customer¿s blood glucose level was 66 mg/dl at the time of the incident. Troubleshooting was performed for pump error. The customer was assisted in performing self-test and it did not pass. The customer declined troubleshoot for low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unit passed displacement test and self test. Format history file analysis confirmed pump error 63 due to poor solder joints at the ambient light sensor on keypad assembly. Unit received with cracked retainer, minor scratched display window, pillowing keypad overlay and scratched case. Unit communicated properly with a test guardian 2 link and the glucose sensor simulator. The sensor feature functions properly. The suspend on low alarm and the alert on low function properly during testing.